Event description:
It was reported that the "interface at the arterial end" of a prismaflex m150 set was observed to be broken at the completion of priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.